Event description:
It was reported that the patient presented to the clinic experiencing fatigue. A rise in thresholds had been observed on the left ventricular thresholds as well as low impedance. A chest x-ray had normal results. On (B)(6) 2014, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.